Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm. Customer's blood glucose level at the time 42 mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No add'l info is provided.